Manufacturer narrative:
Upon review of the medical records, the clinical der states that the ae was not device related and the medical records confirm that the revision was due to soft tissue laxity, which is non-reportable, therefore this MDR will be changed to MDR no. This report, 1818910 - 2017 - 17680 , is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 04/04/2017 medical records recieved. Patient revised to address instability, which was found to be consistent with laxity of the soft tissue. It was also noted that the patient had stood up and twisted, which is against hip protocol. Complaint updated 06/08/2017

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states that the patient was revised to address dislocation. Event is not related to device and is related to procedure.